Event description:
It was reported that after the patient expired, review of the stored electrogram revealed pause dependent tachycardia (torsades de pointes). A follow up was performed prior to the patient's death and ventricular autocapture was turned on in the single chamber device. Hysteresis was enabled automatically, when autocapture was programmed on. Device function was appropriate as designed. The patient was pacemaker dependent due to an av node ablation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.